Event description:
This pt was presented to the interventional lab for angioplasty procedure of the left iliac artery. The lesion was 8 cm in length. The vessel diameter was 9 mm. There was no calcification present but the vessel was mildly tortuous. The product looked perfect when taken from the packaging and routine prep was performed. No anomalies were noted during prep. The physician made access in the femoral artery (side unk) and had no difficulty passing a terumo guidewire to the lesion. The physician passed the balloon to the lesion and, upon inflation with an indeflator, the balloon burst, circumferentially, below the rated burst pressure.